Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient with diffuse lamellar keratitis (dlk) in the right eye post treatment. The patient was prescribed a topical steroid eye drop to use every two hours. Additional information requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient's symptoms have resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The energy was stable during that treatment. No relevant deviation between planed and performed energy was detectable for the treatment. The logfile shows that the user did not keep the interval of energy checks of the user manual. The user performed energy check at system startup and then performed the further surgeries about 7 hours without energy check. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).